Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV, rupture.

Event description:
Patient has reported right side "capsular contracture - baker grade IV and implants may have ruptured". Device remains implanted.

Manufacturer narrative:
Visual analysis of the photographs identified, rupture: no observed, rupture on the device. Capsular contracture: unable to observe, as it is a medical event. That is not related to the device.

Event description:
Patient has reported, right side "capsular contracture, baker grade IV. And implants may have ruptured". The device has been explanted.

Event description:
The device has been explanted.